Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The devices were not returned for analysis. A review of the lot history record and a review of the complaint history could not be performed as this complaint was reported through a research article and specific patient and case information is not available. Based on the limited available information, a definite cause for the reported patient effects of death cannot be determined. The reported patient effects of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. The article identified the following may be related to the mitraclip: death. Details are listed in the article, titled "two-year outcomes after percutaneous mitral valve repair with the mitraclip system: durability of the procedure and predictors of outcome." No additional information was provided.

Manufacturer narrative:
(B)(4).